Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had suffered a few low flow alarms and during analysis it was found that low flows are due to thrombus formation in the outflow graft. A computed tomography (CT) scan was planned. Log files were submitted for review and captured low flow events on 23jun2026 and 24jun2026. On 23jun2026 the flow dropped to 0 liter per minute (lpm). The flow appeared to improve on 24jun2026. There were also no external power events due to both power leads being disconnected from power on 23jun2026.